Event description:
It was reported that the customer received 'multiple occlusion' alarms and an 'altitude' alarm. Reportedly, the customer's blood glucose level was impacted. The customer stated that when the alarms occured, no troubleshooting was performed to determine the source of the occlusion. During troubleshooting with tandem technical support, customer was assisted with the loading process and insulin was resumed successfully.

Manufacturer narrative:
(B)(6) 2015 followup: customer reported no further 'occlusion' alarms had occurred. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.